Event description:
A healthcare professional (hcp) reported the patient's family told the him the device hasn't worked in years. The hcp had no further information and the patient is non communicative. There were no symptoms reported. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.